Manufacturer narrative:
(Corrected data): results and conclusion results 100: as received lead was receive cut in two lead segments. Cut corresponds to the explant procedure. Visual inspection revealed slight discoloration the paddle and all lead segments passed the conductivity test sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3 reference MFR. Report#: 1627487-2015-25049 and 1627487-2015-25050. Further device evaluation revealed the patient's extensions were out of specification in a manner that would have contributed to the patient's issue of invalid impedance. The patient's extensions have been added to this event as new device reports (device 2 and device 3).

Event description:
It was reported the patient (B)(6) was experiencing ineffective stimulation. Lead diagnostic testing revealed invalid impedance measurements. In turn, the patient underwent surgical intervention. During the procedure the physician was unable to implant a new lead due to scar tissue. As a result, the physician decided to explant the patient's lead and extensions. The next course of action is unknown at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint of ¿invalid impedance " was confirmed. As received lead was cut in two lead segments .cut correspond to the explant procedure. Visual inspection revealed slight discoloration the paddle and all lead segments passed the conductivity test. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.